Event description:
Animas contacted the patient on (B)(6) 2013 reporting that the pump is broken but that he threw it away. The patient reported that he can not remember what was wrong with the pump because it broke years ago. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the unknown issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.